Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Concomitants: (B)(6) 02-020-11-0320 - truliant ps cem fem ps cem right sz 2. (B)(6) 02-012-41-2020 - logic tibia traptray cem sz 2f/2t. (B)(6) 200-02-35 - three peg patella 35mm. The product associated with the reported event is within the scope of recall z-0021-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA. It was reported that approximately 67 months after a right total knee replacement procedure, the patient underwent a revision procedure to address massive poly wear. Revision surgery operative notes were provided. Indication: aseptic loosening in the setting of massive poly wear from recalled implant. Procedure description: it was noted that there was hypertrophic and metallic appearance of the synovium. An examination of the polyethylene liner revealed catastrophic failure of the medial compartment leading to metal on metal articulation. Retractors were placed and the femoral component was removed with minimal bone loss. Next the tibia was presented anteriorly and a thin curved osteotome was used to remove the tibial component. This again was performed with minimal difficulty and minimal bone loss. There was a significant cavitary lesion in the patella that was debrided with a rongeur and curette. The patient was transferred to pacu in stable condition.